Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot#: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were trying to charge the implantable neurostimulator (ins) the controller stopped the charging session and showed "can not continue call manufacturer" but does not recall what the code was. Patient(pt) put the controller down and when they came back the screen was black and controller would not respond. Pt states the picked up the controller and when the controller responded the message was gone and they were able to start a charging session. Agent asked if pt sees any visual damage to the recharger telemetry module (rtm). Pt states for a really long time the paddle gets "really hot, so hot I have to put a towel between my skin and the paddle and there is a spot on the paddle that gives me shocking, like a twinge:". Agent sent request to repair to replace the rtm. Pt will call back if they need further assistance. Historical: pt states since implant the top of the ins stick out quite a bit. Pt states the managing dr is aware and it has effected the use of the therapy however pt thought perhaps the shocking was related to the paddle and where it sits on the ins.